Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return bin door prompt appeared on the screen after the door was closed. A field service engineer assisted the customer to open all doors and was able to get the door to show as closed. The system functioned as intended after the field service engineer assessed by the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe the return bin door prompt on screen once after the door was closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.